Event description:
It was reported that during a generator change procedure, the right ventricular lead suffered an insulation break. The reason that caused the insulation break during the procedure was not clear. There was noise on the lead and the device exhibited shorter battery life. The lead was capped and replaced. Due to fear of electrocautery conducting the lead, further dissection was not attempted and the physician elected to implant a new device on the right side. Patient was stable.